Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received pump received with blank display due to moisture damage electronic assembly. The insulin pump had scratched display window, cracked display window corner, cracked battery tube threads, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was unknown. The customer stated there is fluid under the lcd screen, after water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.